Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient underwent primary breast augmentation with 500cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On august 23, 2024, mentor became aware that the date of surgery is september 25, 2024. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date is (B)(6) 2024. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 28, 2024, the mentor failure analysis lab received the device for evaluation. On october 29, 2024, device evaluation was completed as follows: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 500cc breast implant was found to have a tear between the shell and the patch on the posterior view. A microscopic examination was performed, and the cause of the rupture could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the ruptured found, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A second product was received (lot-6455176). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 9, 2024, mentor became aware that the replacement devices used on (B)(6) 2024 were catalog number 3505504bc; serial number (B)(6) on the right side, and catalog number 3505504bc; serial number (B)(6) on the left side. Manufacturer¿s reference number: (B)(4).